Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced syringe sizer due to barrel clamp failed open position during preventive maintenance. Replaced front cover, keypad, rear case, barrel clamp, left/right iui(inter-unit-interface) connector & top disk holder. Performed unit calibration. Based on the findings, service determined that the reported issue was due to electrical failure of the syringe sizer sensor. Device history record: a review of the device history record showed the device had a manufacture date of 23may2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.